Event description:
Received a medwatch from clinical services. "Upon initiation of treatment, pt care technician noted air entering arterial system and on inspection noted that the needle was improperly connected. Approximately three minutes after treatment was initiated, pt complained of shortness of breath and became cyanotic. No air was visualized in the venous line but air bubbles were noted in the venous chamber. Pt lost consciousness for approximately five minutes. After regaining consciousness, pt was transferred to hosp." Conversation with the facility on 10/25/2000 informed that the pt was subsequently discharged from the hosp without further incidence. The sample was discarded by the user. Medwatch filed on the medical intervention.